Event description:
A company representative reported that a hair was present in the package during preparation for a surgical procedure at the user facility. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.

Event description:
A company representative reported that a hair was present in the package during preparation for a surgical procedure at the user facility. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.